Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results below the range when tested with control solution. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurate high. The reporter claimed obtaining a blood glucose reading of ¿230 mg/dl¿ with the subject meter, and "312 mg/dl" with other device. (Freestyle) . The tests were performed within an unknown time. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient did not experience any symptoms or seek any medical attention because of the reported issue. This complaint was initially ruled out because, there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.